Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been advanced under the lens. The lens is advanced to the fill line. The trailing haptic is misfolded under the optic. The leading haptic is extended outside tip of the device. The distal tip of the haptic is broken (not returned). The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A qualified viscoelastic was indicated. The device was returned and a plunger underride was observed. The trailing haptic was misfolded under. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure there was a default during the lens advancement due to the plunger not being inserted in the device correctly. There was patient contact with he device but no harm. Additional information was requested.